Event description:
Surgeon put a trocar in this patient and when he passed the instrument (grasper) through the trocar, a piece of rubber from the trocar fell into the belly of the pt. Surgeon picked up and removed the rubber piece. He inspected the patient for any other foreign objects which he found none. Staff removed all the components of this trocar from the field and sealed them in a biohazard bag for sequestering.